Event description:
The customer reported that during the laparoscopic sleeve gastrectomy, bleeding occurred from the short gastric vessels although an end tone, indicating a completed seal cycle, was heard. The surgeon used a clip applier to control the bleeding. The surgery was delayed over thirty minutes as a result.

Manufacturer narrative:
(B)(4). The sample has been requested but to date, the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.